Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(4) is for compact plus system, medwatch with identifier (B)(6) is for aviva nano system.

Event description:
Caller reported patient blood glucose results of 6.3 mmol/l on compact plus system, 3.9 mmol/l on aviva nano system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.